Event description:
A report was received that the patient was explanted. No further information is available.

Event description:
A report was received that the patient was explanted. No further information is available.

Manufacturer narrative:
Visual inspection of the returned ipg found no anomalies. The explanted ipg passed performance and electrical tests done. The device exhibits normal device characteristics.